Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and adjusted the reader camera and made a new reference image. The fe adjusted the probe to incubator distance. The customer ran and accepted qc. Repairs have returned the instrument to expected operation. (B)(4)

Event description:
The customer states that the ortho provue resulted a false negative reaction with a sample that tested dat positive in manual gel. No erroneous results were reported.